Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A procedure form received on (B)(6) 2015 stating that this lead was used as a temporary pacing lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).